Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The internal battery was replaced to address the reported issue.

Event description:
It was reported to carefusion that the internal battery was not working while in use on a patient. There was no patient harm associated with this complaint, and the ventilator alarmed audibly.